Manufacturer narrative:
No medwatch form was received. (B)(4).

Event description:
It was reported that the lead was exhibited noise and had an insulation anomaly and was fractured. The lead was explanted and replaced.